Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon felt a strong resistance when the intraocular lens (iol) was inserted into the patient¿s eye through the sclerokeratitis (2.2 mm long). At the time, half of the lens was caught in the incision and the iol was pushed into the eye with tweezers. As a result, the surgeon noticed that the optic got damaged when the lens stretched in the eye. Therefore, the lens was removed and it was replaced with another lens of the same diopter. It was noted that the product was discarded. No further information was provided.